Manufacturer narrative:
Additional information was added to d9, h3, h6 and h10. H10: the device was received for evaluation. A visual inspection with the naked eye noted a damage to the cassette sheeting. Functional testing including clear passage testing and clamp function testing were performed with no issues noted. Leak testing failed due to the leak from the damage on the cassette sheeting. The reported condition was verified. The damage to the cassette sheeting was determined to be manufacturing related. The damage is indicative of the manufacturing flow wrap pouching equipment attempting to seal. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked; further described as "liquid was flowing out of the small holes in the membrane pad." This was observed during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.